Event description:
It was reported that two days prior to the date of this report the patient had been defibrillated and since then the patient¿s parkinson¿s disease had been declining. Following the defibrillation when the patient had returned to the nursing unit the patient¿s conversation had not made sense and he was disoriented to place and time. The patient¿s muscle tone was there but when he had stood up it required two people to help him walk and his gait was shuffling. The patient tried to drink with his finger and had hallucination. The patient was getting worse on the date of this report. It was noted that the patient¿s wife knew how to operate the patient programmer but the programmer was not with them at the time of this report. The healthcare professional thought the stimulation was on because you could see the artifact on the electrocardiogram (EKG). They were afraid to use the patient programmer to read the device status after the defibrillation. The patient¿s wife was instructed on using the programmer to the check the device status and it read on and ok so there was nothing wrong with the deep brain stimulator device. The patient¿s medical issues were not related to the deep brain stimulator.

Manufacturer narrative:
Product ID 3389s-40, lot# v902684, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).